Manufacturer narrative:
No unexpected blank display anomalies, off no power anomalies, button error alarms or excessive no delivery alarms noted during testing. The insulin pump communicated properly with glucose sensor simulator and the minilink transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No carelink anomalies noted during testing; programmed multiple boluses and monitored. The insulin pump uploaded properly using carelink pro; all bolus deliveries were shown properly in care link and in the bolus history screen. The insulin pump passed displacement test, rewind test, basic occlusion test and off no power test. The operating currents were in spec. The insulin pump was unable to prime during prime test due to faulty frequent sensor resistor. Intermittent button response on the esc button due to moisture damage on keypad traces. Cracked lcd window, cracked case at display window corners, half-broken off reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker was found on the insulin pump during testing. (B)(4).

Event description:
The customer reported via phone call that they received multiple button error alarms. The customer's blood glucose was 210 mg/dl at the time of incident. The customer stated that they were to clear the button error alarm by changing the battery. The customer stated that the insulin pump was unable to upload. The customer stated that they were experiencing high blood glucose. The customer stated that they treated their high blood glucose with manual injections. The customer declined to troubleshoot for high blood glucose. Troubleshooting found a no delivery alarm on the history. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.